Manufacturer narrative:
The insulin pump was received stuck in the critical pump error open book image and unable to download, the problem was isolated to printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify post-reset ram crc error alarm due to critical open book. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, slightly peeled keypad overlay at overlay corners, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of post-reset ram crc alarm. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.